Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) impedance alert was triggered for the right ventricular (rv) lead as the impedance rose just above the alert limit threshold. The limit was increased and the rv lead remains in use. No patient complications have been reported as a result of this event.